Event description:
The customer reported the system would not allow fluoroscopic x-ray to be produced. No x-ray . There is no reported of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated circuit boards, cables, and connectors. The system operates as intended.